Event description:
It was reported that the ventilator went apnea with an audible alarm and the patient could not breathe. The patient was taken off of the ventilator so she could breathe and placed on a back-up ventilator. No patient harm reported. The patient circuit was changed, and with a test lung, the ventilator did the same thing. The ventilator eventually did "kick in" with the back up rate of 12 but a breath could not be triggered during that time. There was a louder than usual noise coming from the ventilator.